Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 350 mg/dl. The customer stated that she has been getting motor position encoder errors and internal cracks on the pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were multiple motor position encoder errors within the last 30 days. The customer also stated that there were air bubbles in the tubing as well. The customer will be sent a replacement set.